Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery on 2017 and enhancement procedure in (B)(6) 2018. Patient presented on (B)(6) 2018 with complaints of light sensitivity , blurry near vision and glare from lights at night for both eyes. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light being uncomfortable (light sensitivity) and having trouble seeing well unless using eye drops. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 1.75 x -.50 x 60, left eye pre-op 20/20 1.50 x -.50 x 115. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -.25 x 124, left eye post-op 20/20 .00 x -.25 x 124. This report is for the visx laser. A separate report is being submitted for the intralase laser.